Event description:
A female pt reported experiencing an "eye infection" unconfirmed after using complete moistureplus multi-purpose solution. Reportedly, she visited an optometrist, an ophthalmologist, and an ER, and was treated with tobradez and zymar antibiotic eye drops. The pt recovered. Despite 3 follow-up attempts to the pt, no further information was received. The pt indicated that she used two units of complete moistureplus (see related MDR# 2020664-2006-00115). Root cause is unk.

Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit was performed; results indicate that the product as released from the manufacturer was sterile and within specifications.